Event description:
The ventilator began alarming while in use and respiratory therapist began to troubleshoot cause of alarm. The vent was ultimately turned off. An attempt was made to place the patient back on the vent and the vent would not respond to the patient and would not initiate ventilation. The vent was changed out while patient was bagged and the second vent worked appropriately. There was no harm to the patient.